Manufacturer narrative:
FDA medwatch reference number: mw5083726. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported when removing a tampon a piece of tampon fell into the toilet that was from a day or two before.